Event description:
A dentist cemented in eight different pts full porcelain crowns using espe's composite based luting cement compolute. All pts complained of severe pain and in several cases, the dentist performed root canal treatment to relieve the symptoms.